Event description:
It was reported that the patients' right knee was revised complained of pain and instability. Intraoperatively, the insert was found to be worn on the medial side.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer due to hospital policy. Additional information was requested and if it becomes available will be submitted in a supplemental report.

Manufacturer narrative:
Corrected data: lot number. An event regarding wear involving a dura duration a/p tib lg 13 was reported. The event was not confirmed. Device evaluation not performed as the reported device was not returned for evaluation. Device history review indicated all devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review indicated there have been no other events for the reported lot. The exact cause of the event could not be determined because additional information is needed to fully investigate the event.

Event description:
It was reported that the patients' right knee was revised complained of pain and instability. Intraoperatively, the insert was found to be worn on the medial side.